Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that there was early battery depletion. The battery depleted in less than three years. The device was explanted andreplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - 6949-58 implantable tachy lead 2006-(B)(6); 4470 implantable pacing lead 2010-(B)(6); 4194-88 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.